Manufacturer narrative:
No product will be returned per customer. The customer¿s complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported during an infusion with 3 pump modules running, 1 channel was bumped and fell to the floor. The tubing then broke above the upper fitment and leaked an unspecified medication. There is no report of patient harm.

Manufacturer narrative:
The suspect device is now a disposable product and requires a new manufacturer report number. Please reference manufacturer report number 9616066-2016-00172 for MDR reporting.